Manufacturer narrative:
Updated d4 - model # from pt-000438 to pt-001446. Updated d4 - catalog # from pod-ble-h1-529 to pod-omni-i1-6720 updated d4 - primary UDI number from (B)(4) to (B)(4).

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone- lockdown. Omnipod 5 software app version- 3.1.6. Operating system- n5004l-am-q-mv01602-06-01.06. Hardware- n5004l. Cgm sensor type- data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Updated b5 - describe event or problem. From: it was reported the patient's blood glucose level rose to 300 mg/dl while wearing the for "a few minutes". The pod reportedly fell off the infusion site, causing the cannula to dislodge. As treatment, the patient applied a new pod. To: it was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient applied a new pod. Updated d4 - lot # from blank to ph1k08212521. Updated d4 - serial # from blank to (B)(6). Updated d4 - expiration date from blank to 8/21/2027. Updated d4 - primary UDI number from blank to (B)(4). Updated h4 - device MFR date from blank to 8/21/2025. Updated h11 - additional MFR narrative. From: according to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone- lockdown. Omnipod 5 software app version- 3.1.6. Operating system- n5004l-am-q-mv01602-06-01.06. Hardware- n5004l. Cgm sensor type- data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. To: according to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone- lockdown. Omnipod 5 software app version- 3.1.6. Operating system- n5004l-am-q-mv01602-06-01.06. Hardware- n5004l. Cgm sensor type- data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: lockdown. Omnipod 5 software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the for "a few minutes". The pod reportedly fell off the infusion site, causing the cannula to dislodge. As treatment, the patient applied a new pod.